Manufacturer narrative:
Investigation summary: one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0009 and pump module dchu-0015 at 125 ml / hr. No air in line was observed. The customer complaint that there was air in the line and not cleared from tubing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0007 lot number 20057139 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: material #: 2420-0007 , batch/ lot #: 20075521. We received a complaint from a (B)(6) hospital on part number 2420-0007, lot number 20075521. Incident occurred on (B)(6). The complaint: air-in-line not cleared from the tubing; 2 caregivers attempted to clear without success. When new bag/tubing primed, no additional issues.